Manufacturer narrative:
Updated data: b5. Additional information was received that the guidewire was inspected prior to use and no bends, kinks, coil separations, or other damage were noted. The tip of the guidewire was not manipulated prior to use. During the procedure, the guidewire was introduced into the ventricle through a catheter positioned in the ventricle. The guidewire was not torqued or twisted and no resistance was noted during use. It was reported there were no patient-related conditions or anatomical factors that may have contributed to the perforation. No adverse patient effects were reported. H6. Eval code method updated (device discarded). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, this guidewire was manipulated to advance the system. The guidewire caused a left ventricle perforation and pericardial effusion. It was reported that a pre-existing pericardial effusion was present. Pericardiocentesis was attempted. Cardiopulmonary resuscitation (CPR) compressions were performed and medication was administered. It was reported that surgery was not an option for the patient and the patient subsequently expired. Per the physician, wire manipulation by the operator caused the perforation.